Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a hole in hose was confirmed. An assessment was performed on the device which found that the device had a hole in the hose near the muffler and the device was jumping out of the locked position (load position). During repair it was observed that the j-slot in the nose tube was worn out. It was determined that this condition was causing the device not stay in the locked position. The assignable root cause was determined to be component damage from normal use and servicing over time. The failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was found that the device had a hole in the hose near the muffler and the device was jumping out of the locked position (load position). During repair it was observed that the j-slot in the nose tube was worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.